Event description:
It was reported that a patient had passed away due to unknown reasons. The patient's obituary was identified through a search and no additional information was provided on the cause of death. A review of the available programming history showed that the patient's device was previously disabled. All diagnostics available for review showed indications of proper device functionality. No further relevant information has been received to date.